Event description:
At the end of a routine hemodialysis treatment, the caregiver experienced dialysate air alarms and noted that the dialysate bags were empty. Treatment was terminated without reinseback, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to user error. Device labeling instructs to perform rinseback in the event of an unrecoverable alarm. The cycler alarmed approx as the dialysate bags were empty. There is no evidence of a device malfunction. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.